Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced five inappropriate therapies due to the cardiac resynchronization therapy defibrillator (crt-d) detecting an atrial fibrillation (af) with rapid ventricular response. It was noted that the right atrial (ra) lead had undersensing noted on all recorded ventricular arrhythmias. The device and lead remain in use. No further patient complications have been reported as a result of this event.